Event description:
A doctor reported a case of post operative residual refraction, observed at three weeks post op lasik treatment of the right eye. Reporter indicated the patient is being monitored. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. A root cause has not been identified. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.